Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the unresponsive on/off key which was experienced during eval with an intermittent response. All other keys were inoperable. It was found to be caused by a failed keypad. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump's on/off key is unresponsive. It was also reported there was no pt injury.